Manufacturer narrative:
Result: broken siderail panel. Damaged footboard and missing/damaged modules and severely bent IV pole. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pt are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the footboard main modules and hinge plate were broken. The pt right outer panel was broken with sharp edges and the IV pole was bent beyond repair. It is unk if there was pt involvement or adverse consequences to report.